Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a piece of the mounting dovetail that the handle attaches to snapped as well as the handle. There was no patient involvement.

Manufacturer narrative:
Additional information provided. The system was examined and the reported event was confirmed. The dovetail was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).